Manufacturer narrative:
This report is filed (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient was administered general anesthesia (B)(6) 2016 to facilitate placement of an abutment. The implanted device remains.